Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that during an all-inside graftlink anterior and posterior cruciate ligament surgery the abs tightrope implant came 'undone' with two separate implants during one procedure. The implants both failed through the same method. One of the white sutures used to toggle and reduce the loop of the abs came out of the locking construct of the tightrope backwards so the loop unravelled and became unusable. This occurred during graft preparation so there was no major issue the fault implant was just disposed of and a new abs implants opened. However the second time this happened was whilst the implant was being shuttled down the tibial socket for the posterior cruciate ligament so caused delay in surgery as the graft had to be retrieved from the joint and a btb tightrope ar-1588btb was used to get inside the already prepared graftlink to finish the surgery successfully. Update 15-sep-2020: further information was provided that the surgery time was extended by approximately 20 minutes.